Event description:
It was reported per field service report: symptom - with balloon hooked up volume still showed 2.5. Tried to turn connector, still 2.5. Switched over to the 2nd pump, volume to 40. In biomed reads correctly. No pt injury or death. Delay approx 2 minutes. Findings/action taken: checked with white, blue and orange connectors. All read correctly. Removed front panel, checked balloon connector wiring and solder joint - good. Cleaned balloon connector. Performed functional checks - passed. Returned to service. Software level 2.23. Add'l info received on (B)(6) 2012 per the field service rep stated that op (on pt), not cp (it should have been filed as a formal complaint) should have been checked on field service report. They did not call the hotline. Biomed called field service when they could not find a problem with the pump. The pump was never started and switched over to a second pump with only a very short delay in therapy. I could not find any problem with the pump when I checked it out in biomed.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.